Event description:
It was reported by the company rep that at the end of the procedure, after the surgeon had removed the scope from the abdomen, the scrub tech placed the lighting/visual instruments on the pt while they were still connected to the light source unit. Further, the scrub tech's gown was burned as the tip of the laparoscope was pressed against the gown for several minutes.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.